Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The device removed without problem and the procedure was completed with a different device. There were no patient's complications nor injuries reported and the patient status was good.